Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as, wear, deterioration, deformation, degradation or some kind of physical stress without any design or manufacturing issue is a possible cause of the failure. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of uretero-reno videoscope, a chipped adhesive joint at the bending rubber was found. The most likely cause or probable cause of the reportable malfunction is degradation problem. There was no patient involvement.